Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2023. Our quality engineer inspected the 1 unused sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or irregularities on the returned sample. The sample was functionally tested for leakage and passed without any signs of leakage. It is important to note that the used sample from the event was not returned for evaluation. Bd cannot determine a manufacturing related root cause for the failure since the reported defect was not confirmed during evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that during use with bd venflon¿ pro safety needle protected IV cannula leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: blood or infusion solution comes out of pink syringe attachment part.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd venflon¿ pro safety needle protected IV cannula leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: blood or infusion solution comes out of pink syringe attachment part.